Manufacturer narrative:
The device was used in off-label implantation in the aortic position to treat pure native aortic valve insufficiency. As there are no specific instructions for use (IFU) or training materials related to aortic position procedures to treat native valve aortic insufficiency, the available training materials were reviewed only for information potentially relevant to the device use. Per the IFU, valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (lack of calcification present on the native aortic valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.device remains implanted.

Event description:
It was reported by an edwards lifesciences field clinical specialist that in a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia (s3ur) valve implanted in the native aortic annulus, with +3cc added to the commander delivery system nominal volume. The s3ur embolized aortic during the final stages of deployment. The patient had pure aortic insufficiency (ai) and there was no calcium present on the native aortic valve. The decision was made to implant a 34mm non-ew valve within the s3ur. The non-ew valve was successfully deployed at the annular level and the proximal portion of the non-ew valve was used to pin the s3ur valve in place above the sinotubular junction. The patient was stable after the procedure.